Event description:
Patient used thermage treatment for subtle skin tightening and lifting purposes. Patient received 450 pulses to right side of face. Patient stated that provider was untrained and unauthorized to practice medicine. She has fat loss, blisters, swelling, hyperpigmentation and scarring. She has contacted the manufacturer. She was seen by a plastic surgeon. Her face remains asymmetric. Plastic surgeon stated fat injections are needed for repair. Patient believes that this event has negatively influenced her ability to work because she is an esthetician.